Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in intraoral region #30, it was verified its nonosseointegration. Thirty two ncm of primary stability was achieved and immediate load was not performed.